Manufacturer narrative:
The customer reported that the graphical user interface (gui) cable was replaced. Covidien was not authorized to evaluate the device.

Event description:
Received information stating that during patient use, the therapist was performing a spontaneous breathing trial via the ventilator and the ventilator alarmed x2 then blacked out. The patient was immediately bagged and placed on another ventilator.